Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reported two proficiency api samples (american proficiency institute) tested for anti-d slide failed giving false positive reactions. Two samples identified as (B)(6) were tested (B)(6) 2020 with ortho anti-d lot#: db327a1 exp april 18, 2021 and rh control lot#: rh188e exp october 15, 2020 in use since (B)(6) 2019, and gave false positive reactions when the expected results were negative. Customer reported the antisera was opened and in use since (B)(6) 2019. The rh control was negative for both samples as expected. Qc in house passed. Issue started on: (B)(6) 2020 reported (B)(6) 2020. Microtubes/wells or cell (donor #) affected: api samples (B)(6). Reaction grade obtained: positive. Customer was expecting: negative. Test repeated: yes. Method/result obtained by repeating: same. Sample ID: (B)(6). Number of samples affected? Two. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Product handling protocol: visual appearance before use: normal. Was the vial freshly opened? No. Customer received the api report september 9, 2020 and that stated the proficiency anti-d test failed like this peer group/response: sample (B)(6), # of labs: 233 correct response(s); positive, 4, negative, 229, *; sample (B)(6), 227, positive, 10, negative, 217, *. Customer repeated controls and testing with the same samples they had storage and they got the same results. Tsc verified protocol of use of the reagent. Customer used the reagents following IFU' of the product. Customer does not have a different lot of anti-d antisera to repeat testing.